Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus express2 3.0x24mm drug eluting stent to the 99% stenosed lesion located in the calcified, moderately tortuous left anterior descending (lad) artery, but encountered difficulty crossing a previously placed stent. Upon removal of the stent delivery system, it was noted that the stent strut was lifted up. The procedure was completed with another taxus stent, same size. No patient complications occurred. Patient status post procedure is noted as "good."